Event description:
During an atrial fibrillation procedure, the needle punctured the dilator. The agilis was advanced into the ra over the guidewire with the dilator inserted. The guidewire was then exchanged for the brk needle. Fluoroscopy showed that the needle was sticking out the side of the agilis dilator. The whole system was removed and exchanged. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.